Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-00886,1627487-2019-00887.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-00886, 1627487-2019-00887. It was reported that the patient may undergo surgical intervention to explant his scs system. The reasoning for explant is currently unknown.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-00886, 1627487-2019-00887. Follow up revealed that the patient's system was explanted, due to the patient no longer requiring it for pain management.